Manufacturer narrative:
This product is no longer marketed and the olympus biotech division has ceased all operations. A withdrawal request for the hde ((B)(4)) was made in (B)(4) 2014 and FDA acknowledgment receipt was confirmed in a letter dated (B)(4) 2014.

Event description:
It was reported through the filing of a lawsuit that: on (B)(4) 2007 the patient underwent a four level laminectomy and a three level lumbar fusion surgery from vertebrae l4 to s1. It is reported that during the procedure op1 was used with autologous bone and calstrux. It is further reported following this surgery the patient began to experience pain and developed an intradural tumor. On (B)(6) 2012 patient underwent exploratory surgery where the surgeon discovered an intradural tumor at the area of the previous surgery.